Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker failed with no sound and beep with the certification tool due to a defective speaker. Based on the information available and the testing conducted, the reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: data correction to device identifier.